Event description:
Reportedly, the subject ICD was implanted on 10 april 2012. Upon device interrogation on (B)(6) 2020, it was observed that after the reading of the device memories was finished, diagnosis data (lead impedance curves, heart rate curve, autosensing histograms) were not displayed. Preliminary analysis results confirmed the reported issue and revealed that it was due to an inappropriate software management during the reading of the device memories. Normal behavior should be observed during the next follow-up.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2012. Upon device interrogation on (B)(6) 2020, it was observed that after the reading of the device memories was finished, diagnosis data (lead impedance curves, heart rate curve, autosensing histograms) were not displayed. Preliminary analysis results confirmed the reported issue and revealed that it was due to an inappropriate software management during the reading of the device memories. Normal behavior should be observed during the next follow-up.